Manufacturer narrative:
Serial number not provided.

Event description:
The customer called philips in response to (B)(4) in which the ac power module was intermittently not charging and led indicator issues. The device was not in use on a patient.